Event description:
Device issue: collapse - locator wings. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a moderately scarred common femoral artery after an interventional procedure. Reportedly, after the locator wings were deployed, the device was retracted to position the locator wings against the anterior surface of the arterial wall the device pulled out from the vessel. It was reported that the locator wings were not deployed as expected. Manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.